Event description:
During follow-up, a message stating a hardware reset was observed. The microprocessor was reset and the device was reprogrammed. Upon interrogation, the real-time measurements displayed eri. After repeated attempts, the device was reprogrammed. Eri was again displayed. As the battery voltage was corrupted, it was recommended that the device be removed.